Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed consecutive stalled motor alerts with verified occurrences in device history, during which the user experienced prolonged high blood glucose over 24 hours without backup therapy or ketone testing and later received a replacement pump. Symptoms included feeling sleepy and appearing pale. Outcomes included no hospitalization or professional medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded, based on previously established findings for similar reports, that the device experienced a hardware-related motor stall affecting insulin delivery.